Manufacturer narrative:
No specific patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned results generated with the cell-dyn emerald. The customer did not provide full result data, however noted that a sample initially resulted with 7.3 for hgb, and was repeated as 18.0. After troubleshooting procedures (decontaminate probe, clean, backflush) were performed the sample was repeated with a result of 21.5 (12-16). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced multiple tubing and the lysis straw as they were worn out from normal use. The rbc counting head, list number 8701687701, lot number unknown, was then replaced as it was clogged/obstructed. Following this, an auto gains adjustment was performed and the customer was advised to recalibrate the instrument. Precision and quality control was performed and the analyzer passed. A review of complaints related to the rbc counting head, list number 8701687701 was performed and did not find a product issue related to the complaint incident for this part. Review of tracking and trending for the rbc counting head, list number 8701687701 did not identify any trends. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the rbc counting head, list number 8701687701 was identified.